Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for further investigation. Simulated use testing and optical investigation of the received air gas module has confirmed the described customer issue that the air gas module is faulty. The nozzle unit feather spring is broken. No device log file has been received. The nozzle unit is part of the air gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was probably 15 month old. The cause of the breakage of the nozzle units feather spring has not been determined.

Event description:
It was reported that the air gas module was defective. There was no patient involvement. Manufacturer's ref #: (B)(4).